Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2012. The patient stated she thinks that the mesh is hanging out of the vaginal wall. The patient is scheduled to see her doctor next week. The patient refused to provide any additional information.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure. Device (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.